Event description:
Distractor broke in patient; reason for breakage unknown. Device was explanted (B)(6) 2011, original implant date was (B)(6) 2011. Patient's long term health was not compromised.

Manufacturer narrative:
Product will be returned to the manufacturer for evaluation.